Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Troubleshooting was done with technical support. The customer was instructed to send the device for repair after testing multiple 180 series scopes and multiple maj1430 videoscope cables on this processor and they do not work, but they do work on a different cv-190. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center exhibited a scope communication error. There were no reports of patient harm.